Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing multiple parts associated with sample aspiration, mixing, and cuvette washing. As well as alignments and adjustments performed on mixers, cuvette washer and wash flow. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. Note: this event is also being reported in manufacturer report 1628664-2019-00761 under a second suspect medical device.

Event description:
The customer observed a falsely elevated lactate dehydrogenase (ldh) result on the architect c16000 analyzer. The following data was provided: sid 4021326736 initial 976, repeats 179, 180. There was no impact to patient management reported.